Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance (sli) measurements. It was noted that sli increased abruptly from approximately 78 ohms to greater than 200 ohms and has remained elevated. Shock impedance from the rv coil to can was also reported to be greater than 200 ohms. It was noted that rv pacing impedance remained within normal limits, rv threshold was stable and no rv noise was observed. Boston scientific technical services was consulted and discussed two possible causes: a spring contact issue at the header or a potential lead integrity concern. Technical services suggested continued monitoring and explained that consistently elevated shock impedance prevents confirmation of effective shock delivery, and a synchronized shock would be required to assess functionality. This rv lead remains in service and no adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".